Event description:
The customer stated that her blood glucose readings had been high. While troubleshooting, she performed control tests and received a reading of 439 mg/dl. The normal control range is 90-124 mg/dl. The customer did not allege any adverse events due to the readings. The test strips are to be returned for evaluation, and replacement strips will be sent.